Event description:
During evaluation, the bolus button was found to be unresponsive to button presses. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). During evaluation, the bolus button was observed to be unresponsive to button presses. Unrelated to this issue, the pump display screen was found to be faded and discolored.